Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the costumer performed planned treatment/non-emergency treatment which was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system memory was full. Upon functional testing fse identifying that the image hdd is full. The fse replaced the ippc hdd and recreated the image storage. After that, the system was returned to use in good working order. These codes were updated based on investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that the system is giving an error of memory full. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the image disks.